Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced halos at night. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was hyperopic miss right eye.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned on a triangular piece of white medical sponge inside a labeled plastic bag. Viscoelastic and dried blood were observed on the lens. The optic was broken in a jagged pattern into pieces. The optic has splintering cracked damage originating at the broken optic damage. Product history records were reviewed, and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece. A non qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. Each lens is subjected to a 100percentage assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company model (1.50 cylinder) 20.0 diopter (add power plus2.2/plus3.2 diopter) lens was removed and replaced with a non company multifocal 20.0 diopter lens. This information that the multifocal toric lens was removed and replaced with a multifocal non toric lens may suggest that a non toric iol was an improved selection for this patients vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).